Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified but not reproduced during evaluation. The device was found out of specification in relation to the reported "air in line error" which was verified through a review of the event history log by the presence of "air-in-line!". The cause was determined to be an out of specification ultrasonic sensor calibration reading. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced air in line error, even though there was no air in the line. There was no patient involvement. No additional information is available.